Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-jun-2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion at abdomen, which caused the patient blood glucose elevated to 213 mg/dl. The patient also reported the site location looks angry and infusion set later fell off while she was in the shower. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.